Event description:
Customer's mother called to report she did not think her daughter's pod was delivering insulin. Customer's blood glucose levels ranged between 250 mg/dl- high before taking the pod off and starting a new pod. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.